Event description:
Fracture of cortical screws. The fracture was seen during a control made by x-rays. The surgeon has decided not to remove the nail because the consolidation of the bone is not affected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.